Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, rewind anomaly, motor error, failed battery and blank display. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump sometimes rejects new batteries, rewind was slower and louder, motor makes labored sounds when loading and rewinding, buttons were harder to press. The customer reported that they had received unexplained no delivery alerts. The insulin pump will not be returned for analysis.